Event description:
Additional information was received from the patient. They reported that still in pain and had not seen a medical person yet. I had one appointment, but could not be seen because I had no records available.â I have an appointment for (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that, about 2 or 3 days ago, the patient experienced pain around the site of the implant. The patient noted that the neurostimulator felt like it was sticking up a little bit, which was different from how it had felt before. Approximately two weeks prior, the patient had a fall on the same right hip where the implant was located, although they did not fall directly on the device and did not experience immediate discomfort so they didn't know if the fall had anything to do with the pain or not. The patient was advised to consult a healthcare provider (hcp) to assess the implanted system. However, the patient had recently relocated and had not yet established care with a new healthcare provider. Patient services provided the patient with physician listings and advised them to follow up with a healthcare provider.